Event description:
During a cystoscopy, the holmium machine did not recognize the moxy fiber. Surgical team tried to reset the fiber and rebooted the machine, but the machine continued to not recognize the fiber. Reseated fiber once again with no change. Exchanged this fiber with another which worked, and procedure continued. No harm to patient.